Manufacturer narrative:
Reported issue: it was reported that the base bar had chips in the carbon fiber. Product history review: review of the device history records indicate 100 devices were manufactured and (B)(4) "devices" were accepted into final stock on 11/11/2017. A review of qt17-11-0041 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 210060, lot 603999 shows no additional complaint(s) related to the failure in this investigation. Inspection: inspection showed no damage to the part. Part was sent back through receiving inspection and re-inspected. Part passed inspection. Conclusion: the failure mode could not be confirmed. Per (B)(4), preventive maintenance identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been no nc or CAPA associated with the product and failure mode reported in this event. "

Event description:
The base bar (part number 210060) arrived and when removed from packaging had exposed carbon fibers. This was a new product to replace the base bar for (B)(4).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The base bar (part number 210060) arrived and when removed from packaging had exposed carbon fibers. This was a new product to replace the base bar for (B)(4).